Event description:
The clinic reported that their wavescan wavefront system appeared to have created a miscalculated treatment plan in the right eye for a pt undergoing laser vision correction. The treatment plan was not used and there was no impact to the pt.

Manufacturer narrative:
(B)(4).